Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a catheter became caught in a placed stent. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An unknown stent was implanted. The (B)(4) imaging catheter was used to confirm stent apposition during which the imaging catheter became stuck at the proximal end of the stent. The physician tried advancing and rotating the imaging catheter when the image disappeared. The imaging catheter was successfully withdrawn from the stent. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).